Event description:
The consumer was pulling herself from her wheelchair to the walker. When she pulled herself up, the walker allegedly broke under her, causing her to fall and fracture 2 toes.

Manufacturer narrative:
User was pulling herself up when the walker allegedly broke user fell and fractured two toes. Invacare received information of a model number of 6240-5f which is a distributed product. However, the serial number provided is not valid per our supply source. Product has not been returned for evaluation at this time to confirm a serial number in order to identify the manufacturer. If device is returned and information is obtained the manufacturing source will be notified. MDR filed as a conservative measure.